Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was confirmed through medical records. Not performed as the device was not returned for evaluation. Clinician review of the records provided indicated that this pi case is certainly not device-related because instability is a soft tissue problem with a cause external to the arthroplasty devices and not related to any materials or manufacturing properties of the devices implanted. DHR review for the reported lot determined that the device was manufactured and packed to specification. There have been no other similar events for the reported lot. Clinician review of the records provided indicated that this pi case is certainly not device-related because instability is a soft tissue problem with a cause external to the arthroplasty devices and not related to any materials or manufacturing properties of the devices implanted. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient was booked in for a triathlon insert change due to hyperextension 3 years post operative. Existing x3 insert removed, surgeon noted no sign of wear or damage, just some yellowing on articulating surface. Insert replaced with a thicker insert from the n2 vac range. Insert was sent to royal perth biomedical engineering for examination.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient was booked in for a triathlon insert change due to hyperextension 3 years post operative. Existing x3 insert removed, surgeon noted no sign of wear or damage, just some yellowing on articulating surface. Insert replaced with a thicker insert from the n2 vac range. Insert was sent to royal perth biomedical engineering for examination.